Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable %quick results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The customer was preparing for a planned surgery. On (B)(6) 2020 the meter result was 1.1 inr and 74% quick. On (B)(6) 2020 the meter result was 1.2 inr and 76% quick. On (B)(6) 2020 the meter result was 1.1 inr and 82% quick. On (B)(6) 2020: at 9:00 am the meter result was 1.0 inr with a 94%quick. At 11:00 am the laboratory result was 1.2 inr with a 64%quick. The doctor wanted a quick of 70% therefore the surgery was canceled. The customer¿s therapeutic range is 2.0-3.0 inr.